Event description:
It was reported that a stuck guidewire occurred. A pulse field ablation (pfa) procedure for pulmonary vein isolation and pfa of the left atrial posterior wall was performed using farawave nav catheter. A 31 mm farawave nav catheter was loaded onto a merit inqwire 0.035 rosen j tip guidewire and the farawave nav catheter was advanced into position in the left atrium. The farawave nav catheter was deployed into flower configuration and a spline planarity issue occurred. The farawave nav catheter was removed from the patient and functional testing was performed. The merit inqwire 0.035 rosen j tip guidewire was advanced past the tip the farawave nav catheter and was unable to be removed from the catheter. The farawave nav catheter and merit inqwire 0.035 rosen j tip guidewire were exchanged and the procedure was completed. No patient complications were reported.